Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. No traces of moisture noted at the electronic or motor assemblies per visual inspection. The following cosmetic damage was noted on the device: minor scratches on the lcd window and cracked case at the display window corners.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer didn't know her blood glucose level. Customer was pushed into the lake while she was wearing the device and now has water under the lcd and it alarmed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.